Manufacturer narrative:
B3 event date - is an approximate date as the actual date is not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that cerebral vascular accident and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted in 2023. The patient was discharged. The patient had a stroke approximately three (3) weeks ago, when the physician checked the closure device after the stroke, a leak was noted around the closure device. Implant images from the routine 45 day follow up did not show a clear leak. At the time of the stroke the patient was only taking aspirin. The patient is recovering.